Event description:
The customer reported that the ortho provue analyzer dripped fluid, resulting in reagent contamination. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results, which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An (B) (4) field engineer visited the customer site and found the probe was bent. The fe replaced the probe and performed adjustments to return the instrument to expected operation. Qc passed. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).